Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 240 mg/dl. The customer wore the insulin pump through five x-rays during the week. The insulin pump was able to rewind without incident. However, the insulin pump alarmed unexpected restart error. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery alarm tests due to the motor error alarm. The pump passed the displacement test. No displacement test anomaly was noted during testing. The motor was tested outside the device and it passed. The pump passed the unexpected restart test. No unexpected restart or external ram crc alarm was noted during testing. The pump passed the self test, displacement and all operating currents measurements. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.